Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl yesterday, changed site and today it was 180 mg/dl. Customer stated 48 hr before she was on auto mode. The device will not be returned for analysis.